Manufacturer narrative:
The correction of d4 serial # deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6) + (B)(6). Corrected d4 serial # (B)(6) /(B)(6). Getinge became aware of an issue with powerled surgical light. The corrosion occurred on the suspension arm. There was no injury reported, however, we decided to report the event in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. According to the service technician, the issue has been resolved by the replacement of suspension arm. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the corrosion occurred and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. After reviewing the information provided for the customer product complaints investigated here we can assume that the complaint rate for the corrosion occurrence issue is low. In the investigation course the product experts at the manufacturing site established that according to the photographic evidence, the axle of the suspension, manufactured in 2008, is rusty on the lower part. There are also corrosion spots on the lock nut and the bearing. The axle is made of e470 steel and is not galvanized at its lower extremity. The cleaning protocol indicates that the device is cleaned daily with surfanios (cleaning agent) and once a week with the steam cleaner. It is reported that the axle which is protected by a cover is not cleaned. The presence of liquid water or exposure to humid air caused corrosion of the axle and surrounding components. Rust formation can also be accelerated in the presence of acids. The axle being hollow, wet particles from the false ceiling are able to reach the lower part of the axle. To prevent any incident the suspension axle is protected by a cover, no particles can fall on the surgical field. Manufacturer recommends to follow the IFU regarding cleaning and disinfecting the device and also recommended environmental conditions (IFU 01581 rev. V 09, pages 17, 35-36). We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 30th september, 2021 getinge became aware of an issue with powerled surgical light. The corrosion occurred on the suspension arm. There was no injury reported, however, we decided to report the event in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.